Event description:
The other manufacturer report numbers are MDR #'s: 1119421-2007-00173, 1119421-2007-00174, 1119421-2007-00175. No product, procedural or environmental factor was identified as a cause. A possible site visit is being discussed with the surgeon to assist the facility in identifying possible contributing factors in these cases of tass. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. Product history record and batch hw00100238 records were reviewed, lens met release criteria. There have been no other complaints for this lot number. Add'l info was requested 4/9/2007, 4/10/2007, 4/16/2007, 4/20/2007 and 4/26/2007 by phone, mail and fax. Add'l info was provided 4/16/2007 and 4/18/2007 by mail.